Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detached from connector event on 09-sep-2024. The infusion set has been used for 2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.